Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 475 md/gl back to back with a result of 202 mg/dl on the advantage system when testing was performed less than 10 minutes apart. No actions were reported taken or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.